Manufacturer narrative:
Findings: pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump reservoir compartment was damaged. The blood glucose reading was not known.